Manufacturer narrative:
Literature citation: james r. Lachman, md et al. Outcomes of acute hematogenous periprosthetic joint infection in total ankle arthroplasty treated with irrigation, debridement, and polyethylene exchange. Foot & ankle international. 2018; vol 0. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, in an article written by lachman et al titled "outcomes of acute hematogenous periprosthetic joint infection in tar" it was reported that a patient underwent an inbone tar revision due to staphylococcus epidermidis infection.